Manufacturer narrative:
Initial and final MDR 1913423 - MDR 3003442380-2024-14543 - device 3 of 3 e1: patient city: (B)(6) patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set leakage at site event on (B)(6)2024. No further information available